Event description:
It was reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 99 mg/dl. Alarm was explained to the customer. The device was not dropped or bumped. Customer reported the lcd had scratches when asked if the device had any damage. Customer reported the drive support cap was sticking out. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a button error during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).